Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was tested prior to a procedure. According to the complainant, before the procedure, it was found that the device was not working properly. The needle on the meter of the pneumatic pump was stuck and unable to return to zero position in and thereby unable to deflate. No patient was involved in the product malfunction. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was tested prior to a procedure. According to the complainant, before the procedure, it was found that the device was not working properly. The needle on the meter of the pneumatic pump was stuck and unable to return to zero position in and thereby unable to deflate. No patient was involved in the product malfunction. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned with the black pump unscrewed from the rest of the inflation unit. Visual analysis found no damage to the device. The gauge needle was found to be stuck at 6psi. The lense was removed and the gauge was reset. The device was then functionally tested and found to operate within specification. The complaint of the needle being stuck was confirmed. The issue was likely due to the device being dropped or jarred during shipment or handling of the device, therefore the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.